Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.